Manufacturer narrative:
Section b5: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records. History includes airspace disease, gout, left rotator cuff repair, obesity, degenerative disease of the right knee and back pain with degenerative changes. The patient was admitted for pain and swelling of right leg. A venous doppler study revealed extensive deep vein thrombosis (dvt) in the right lower extremity. A CT of the chest revealed multiple pulmonary emboli. The patient was started on anticoagulation therapy. The patient had mechanical thrombectomy (trellis procedure) and inferior vena cava (ivc) filter placement. The trapease filter was deployed just beneath the renal veins, and post deployment studies showed good placement. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter being tilted, leg pain and swelling and abdominal pain. Approximately five years and nine months after the index procedure, an x-ray revealed that the ivc filter projects right midline in the upper abdomen, over the expected location in the inferior vena cava. A benign right basilar calcified granuloma incidentally noted. Approximately seven years and four months after the index procedure, a review of the medical records and images revealed a trapease "permanent" ivc filter, deployed infrarenal at the l2 level. It was noted that the patient has six lumbar-type vertebrae (the most caudal was considered l5 for the purposes of filter localization). The filter is tilted laterally to the right, with the caudal (distal) filter apex contacting the cava wall medially and the cephalad apex positioned at the right renal vein confluence. All six primary filter struts tent the wall of the ivc. Early perforation was suspected anteriorly. There was no impingement on adjacent structures, no strut fractures or missing components, no caval thrombosis, wall thickening or filter embedment. There was no pericaval hemorrhage. A large gallstone was present in the neck of gallbladder. Per the patient profile form (ppf), the patient reports the filter tilted and the struts tent all of the ivc with early perforation suspected. The patient continues to experience fear and sleeplessness due to worry. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of airspace disease, gout, left rotator cuff repair, obesity, degenerative disease of the right knee and back pain with degenerative changes. Days before the index procedure, the patient was admitted to the hospital for pain and swelling of right leg. A venous doppler study revealed extensive deep vein thrombosis (dvt) in the right lower extremity. A computed tomography (CT) of the chest revealed multiple pulmonary emboli. The patient was started on anticoagulation therapy. The patient underwent a mechanical thrombectomy (trellis procedure) and inferior vena cava (ivc) filter placement. The trapease filter was deployed just beneath the renal veins, and post deployment studies showed good placement.   Approximately five years and nine months after the index procedure, an x-ray of the patient¿s abdomen revealed that the ivc filter projects right midline in the upper abdomen. It is projecting over the expected location in the inferior vena cava. A benign right basilar calcified granuloma incidentally noted.   Approximately seven years and four months after the index procedure, there was a review of the patient¿s medical records and imagines. It was revealed that the patient had a trapease "permanent" ivc filter, deployed infrarenal at the l2 level. It was noted that the patient has six lumbar-type vertebrae (the most caudal was considered l5 for the purposes of filter localization). The filter is tilted laterally to the right, with the caudal (distal) filter apex contacting the cava wall medially and the cephalad apex positioned at the right renal vein confluence. All six primary filter struts tent the wall of the ivc. Early perforation was suspected anteriorly. There was no impingement on adjacent structures, no strut fractures or missing components, no caval thrombosis, wall thickening or filter embedment. There was no pericaval hemorrhage. A large gallstone was present in the neck of gallbladder.    Additional information received per the patient profile form (ppf) states that the filter tilted and the struts tent all of the ivc with early perforation suspected. The patient continues to experience fear and sleeplessness due to worry. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Initial reporter: occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the perforation of filter struts outside of the inferior vena cava (ivc). The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The briefing mentioned that an ivc perforation occurred. Without procedural films available for review, the reported perforation could not be confirmed. With the information available, it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter being tilted, leg pain and swelling and abdominal pain. As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.